Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - operating system ap3a.240905.015.a2.g991usqsghyf2 cloud - hardware sm-g991u cloud - cgm sensor type g6.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. Treatment information was not provided.